Event description:
It was reported that the tandem-provided charging supplies sparked and/or caught fire. There was no adverse impact to the customer's blood glucose level. Replacement tandem-provided charging supplies were sent to the customer and the customer continued using the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue pertaining to the tandem-provided charging cord was verified but the issue pertaining to the tandem-provided wall adapter could not be verified.